Event description:
It was reported that the patients ipg had migrated which caused pain at the ipg site and muscle spasm. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.